Event description:
It was reported that during a da vinci surgical procedure, the customer detected a mechanical problem with one of the system arms. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the issue experienced by the customer was associated with a patient manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for evaluation. Engineering discovered that a piece of the cannula (lock/bearing mechanism) had broken off and was rattling around the elbow area of the psm. As of september 17, 2009, there have been no reported recurrences of the issue at this hospital.